Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device gave an audible error alarm. There was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Device analysis: one smiths medical medfusion pump was returned for analysis with a cracked bottom case inside the battery compartment. Event log history was performed and indicated that primary audible alarm post error was recorded in history. During analysis, primary audible alarm post error was found at power up. It was noted that high profile c9 was broken off from interconnect board due to pump being dropped or mishandled. Service replaced interconnect board, performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.